Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. The part passed inspection of the outer profile with the exception of some deformed areas where the liners are damaged. This damage likely occurred during the procedure. Product likely left zimmer biomet control conforming. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a total hip arthroplasty, during the procedure, the surgeon had trouble seating the liner in the cup, several attempts were made. Another liner was opened and used to complete the procedure. No adverse events have been reported as a result of the malfunction.